Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was alarming or red light. Additional malfunctions were pilot valve not shifting, and broken tie wraps.